Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found.

Event description:
It was reported that the patient had an infection. The patient was given antibiotics and anti-inflammatory medication. The manufacturer attempted to obtain a medical assessment regarding the nature of the infection, but no other information was available. There have been no reports of further complications regarding this event.